Event description:
Rn states that after pt was on cycler for approx 12 hrs, a family member noted that there was fluid on the dialyzer/cycler. Rn determined leak to be in tubing from main pump segment. Pt is dialyzed continuously, so treatment was interrupted while all equipment was changed out. Tubing from a new case was utilized. Pt is now receiving antibiotics prophylactically.